Manufacturer narrative:
Date of report : 14mar2019, date rec¿d by MFR : 26feb2019. The air flow sensor printed circuit board assembly was returned to philips for failure analysis. Testing was performed and it was determined that a defective component on the sensor caused the air and oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The philip's field service engineer (fse) replaced the flow sensor assembly to resolve the issue. The unit passed verification testing when the servicing and repairs were completed.

Event description:
Philips field service engineer (fse) reported that the airflow accuracy test failed. There was no patient or user harm reported. The event date was not specified; estimate used.